Event description:
Patient (pt) reported recharging every 3-4 days compared to every couple weeks in the past. Pt didn't know when issue started, but it was getting worse. Pt didn't report any usage that was different than before or if he was reprogrammed. Technical services(ts) redirected to healthcare provider (hcp) to investigate further. The pt reported error message, cannot continue...call manufacturing representative (rep). The ts had the pt reset the controller and issue was resolved, pt was able to recharge. Pt was to call back if error message is chronic. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.